Event description:
The mesh container was noted to have a piece of material inside the container with the mesh. The product was not placed on the field nor was the product used on the patient. The product was returned to the manufacturer.